Manufacturer narrative:
Initially, it was reported that a patient with a valve model 6900ptfx27 implanted in mitral position underwent a valve-in-valve intervention after an implant duration of at least nine (9) years and seven (7) due to calcification leading to severe stenosis (mean gradient 12 mmhg). However, through investigation it was learned that this patient underwent a valve-in-valve procedure due to calcification leading to severe stenosis (mean gradient 12 mmhg) after an implant duration of ten (10) years and two (2) months. Bioprosthetic heart valves have a limited lifespan due to structural valve degeneration (svd) or nonstructural valve dysfunction (nsvd). Svd typically begins 7-8 years after implantation and accelerates in patients with comorbidities or implants for 10 years or older. Nsvd refers to any abnormality not intrinsic to the valve that affects hemodynamic function. According to FDA medical device reporting guidelines, replacing a valve that has reached or is near its life expectancy without device-related death or serious injury is not a reportable event, even if surgery is involved. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
D6a. If implanted, give date the implant date is known only as "2015". Therefore, 31 dec 2015 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device was not returned to edwards for evaluation as it remains implanted. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years, coronary artery disease and chronic kidney disease (ckd). Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from canada, a patient with a 6900ptfx27 valve model implanted in mitral position underwent a valve-in-valve intervention after an implant duration of at least nine (9) years and seven (7) due to calcification leading to severe stenosis (mean gradient 12 mmhg). The patient presented with dyspnea before the reintervention. A 26mm transcatheter valve was successfully implanted within the edwards surgical valve. The patient was noted as to be in stable condition.